Event description:
Device 3 of 3: reference MFR report: 1627487-2019-03741. Reference MFR report: 1627487-2019-03742. Additional information received indicated that surgical intervention was undertaken on (B)(6) 2019 wherein the scs system was explanted.

Manufacturer narrative:
Concomitant medical products: model 3186 (x2) ,scs lead therapy dates: exact date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-03741, reference MFR report: 1627487-2019-03742. It was reported the patient experienced ineffective pain relief, as a result has not used his scs system in the last 2 years. In turn, surgical intervention may take place at a later date to address this issue.